Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.

Event description:
Drilled the hole on left, put in an ultratine, no problem. On the right, I did the same thing, clip would not sit in place, it was loose. Had to drill two more holes and try two more clips before on would stay.